Event description:
It was reported that system diagnostics resulted in high impedance (dc dc code 5). The patient had recently undergone generator replacement on (B)(6) 2013; however, it was reported that diagnostics at surgery were within normal limits. Surgery is likely, but has not occurred to date.

Event description:
It was reported that device diagnostics on (B)(6) 2014 again resulted in high impedance (dc dc code - 7). It was reported that the device was programmed off and the patient was sent for x-rays. The patient was referred for generator and lead replacement due to high impedance. Surgery is likely, but has not occurred to date. It is unknown if x-rays will be sent to manufacturer for review.

Event description:
It was reported that the patient underwent revision surgery. During the surgery, it was discovered that the lead pin was loosely inserted into the generator header and the second lead pin was not in the header. A new generator was opened and the lead pins were inserted into the generator header. Device diagnostics with the new generator and existing lead were within normal limits.

Manufacturer narrative:
Corrected data: new information received changes the suspect device.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The explanted generator was returned to the manufacturer for analysis. Analysis of the generator concluded that no abnormal performance or any other type of adverse condition was found. The device performed according to functional specifications.